Event description:
Initial information was received on (B)(6) 2011 from a dentist. A male patient was treated with duraphat dental suspension and experienced heavy vomiting, a headache, and a neckache. He also became unable to speak and was diagnosed with duraphat poisoning. He had previously been treated with the product regularly (start date unknown). On (B)(6) 2011, two hours after receiving treatment, he experienced the events. He was seen by several physicians over a two week period and subsequently began to improve. Additional information received on (B)(6) 2011 indicated that the dentist had reported the case directly to the (B)(4) and to (B)(4). The patient's wife had reported to the dentist the duraphat poisoning had been diagnosed. However, the dentist doubted that the events indicated poisoning related to duraphat treatment. The patient's wife also reported that the patient, who was (B)(6), had been diagnosed with hypertension and that appropriate treatment had been initiated. It was clarified that the wife had presumed that the patient had been diagnosed with duraphat poisoning and that none of her physicians had made that diagnosis. Additional information also received on (B)(6) 2011 (based on a letter from the dentist) indicated that, according to the patient's wife, the diagnosis was made by her husband's physician because no other reason could be found. The dentist reported that a thin layer of duraphat had been applied to two of the patient's teeth and two drops were placed in the cavity of a partial denture, where the tooth root was placed. She said that this was far from sufficient for a toxic dose. Additional information was received on (B)(6) 2011 from the patient's physician. This physician reported that the event of high blood pressure was probably due to the age of the patient and not related to duraphat. At the time of the report, the patient was recovering.